Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was treated with bactrim ds b.i.d. For 18 doses on (B)(6) 2018. The hcp was unsure it the patient¿s infection had resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for urge incontinence and urgency frequency. It was reported that the trial patient ¿started out with an infection¿. They also mentioned they went to the bathroom a lot last night which usually meant they had an infection. The patient was on medication. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Also, it was unknown if there were any interventions/actions taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.